Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was mislabeled. This caused the surgeon to over ream. No further information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned and dimensional evaluation determined the engraving was incorrect on the returned instrument. The inferior surface of the gauge shows signs of use on the side engraved with a '3' and minor scratching was noted on the superior surface. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency after evaluation by the manufacturing site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.